Event description:
It was reported that the battery compartment was damaged. However, during visual inspection found that the downstream occlusion sensor (dso) seal is cracked and the upstream occlusion sensor(uso) seal is buckling. No patient involvement.

Manufacturer narrative:
Received one device, visual inspection found that the downstream occlusion sensor (dso) seal is cracked and the upstream occlusion sensor(uso) seal is buckling. Both pass after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.